Manufacturer narrative:
Product analysis: analysis was unable to reproduce or experience the programmer was cycling on and unable to power up. The programmer powers on as expected using the provided power supply and battery. The battery was discharged and is charging and holding a charge as expected. Reloaded and updated software as a preventive. The programmer passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was cycling on and off followed by being unable to power up. There was no patient involvement.